Event description:
It was reported that during a routine follow up, the device was unable to be interrogated. Patient was asymptomatic. Further testing was recommended. No further information is available.